Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that pump shutdown unexpectedly and also, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.